Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that the outer insulation of the lead was breached. It was also noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the expected impedance thresholds were not met with the lead. The lead was repositioned but the same measures were obtained. The lead was not implanted. No patient complications have been reported as a result of this event.